Event description:
Rupture found during a planned capsule lifting operation.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: brown particles on the surface shell/gel and rupture. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. Left side. Device explanted.